Event description:
Customer tested 3.3 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. Customer was advised to omit one dose of coumadin based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.